Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg), with an ilet reading of 323 mg/dl and fingerstick reading of 267 mg/dl. The user was using a 23" 6 mm cd steel infusion set, confirmed no leaks or kinks, and noted recent training where the continuous glucose monitor (cgm) target was lowered. The agent reviewed the bionic report and observed that the user had eaten a meal while already elevated at 208 mg/dl, which contributed to higher bg. The user had 18 units remaining, and the agent advised and assisted with a full supply change, resuming insulin delivery, and informing that effects may take 1¿2 hours. A follow-up call found bg had returned to 167 mg/dl. Lowest blood glucose (bg) recorded was 351 mg/dl. Bg was corrected with a supply change. No symptoms were reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.